Event description:
The company was notified that the pt experienced vertigo and nausea several weeks after the implant surgery. The company was informed that prior to experiencing the symptoms, the pt had an incident at home where she put a magnet from a toy on her headpiece for about 5-6 hrs. The pt's implant site per the mother's report had "blood at the incision site" and "stitches were breaking open". The pt was prescribed zofran. The pt was admitted to the hospital in 2008, and all lab tests were done. Advanced bionics is currently in the process of obtaining add'l info. When new info becomes available, a follow up report will be sent.

Manufacturer narrative:
The pt was seen by a physician in 2008, for vomiting. It was further reported that the next day, doctor's notes indicated some bleeding at the ci incision site, but no pus or edema.